Event description:
During a laparoscopic gastric bypass procedure, the device was fired twice and reloaded. It was reported that the third firing cut but didn't provide staples. There were no staples present. The case was converted to open from laparoscopic to repair the enterotomy.